Event description:
A device report from (B)(6) indicated a surgeon in (B)(6) reported: patient was implanted with uss fracture instrumentation on (B)(6) 2011. Patient was scheduled for removal of the hardware (B)(6) 2012. During removal it was noticed the washer from the fracture clamp was missing, one of five pieces pertaining to the clamp. Surgeon could not locate the washer and ordered x-rays; no washer could be found in the patient. Surgeon noted the washer must not have been attached at implantation. Surgeon completed the procedure. This is 1 of 5 reports for this complaint.

Manufacturer narrative:
Device used for treatment. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes europe. Report received indicates the washer was missing. The exact cause which led to this occurrence cannot be determined. It was noted by the surgeon that the washer was not visible on the pre-op x-ray and could not be found anywhere else. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.